Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had motor error alarm. The customer blood glucose level was 178 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that drive support cap was normal and insulin pump was not exposed to high magnetic field. Customer declined motor position encoder error alarm. The insulin pump will not be return.